Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation revision with an unspecified smooth saline 460cc breast implant and experienced right breast capsular contracture, right breast mass, left breast cutaneous contour deformity. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 500cc on (B)(6) 2014. This medwatch is for the left breast implant.